Event description:
The customer reported having difficulty reading the 12-lead ECG.

Manufacturer narrative:
The customer reported having difficulty reading the 12-lead ECG. Multiple attempts to contact the customer were made. The customer has not called back regarding the issue. Based on the customers' report, we are considering this a malfunction. We cannot determine the cause since the customer did not provide any additional info.